Manufacturer narrative:
(B) (4) cannot move at all, "feels paralyzed" and cannot support himself to stand up to walk.

Event description:
It was reported that the catheter was disconnected; this was not confirmed. The location of the disconnect was unclear. It was noted that the pt sleep walks and falls a lot; over 10 times in the past 12 months. The pt experienced a return in symptoms and withdrawal. It was also noted that the pt cannot sleep and cannot move at all. He "feels paralyzed" and his "hands and legs are numb". The report also indicated that the pt cannot support himself to stand up to walk. At the time of the call, the pt was going to check into the hosp. The pt was going to have a catheter revision surgery. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional info has been requested from the hcp, a f/u report will be sent if additional info becomes available.